Manufacturer narrative:
The reported observation of an inability to communicate with the device was confirmed. The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Event description:
An abbott representative reported that, prior to bringing the medical device to the facility for an implant procedure (no patient was involved), the representative identified an issue in which the ipg would not maintain a connection with external devices despite troubleshooting efforts. To resolve the issue, the representative replaced the device.